Event description:
On february 5, 2008 the lay user/patient contacted lifescan alleging a display issue (segments missing) with his one touch ultra meter. The following information was obtained from the customer care advocate's documentation and from the follow-up call made on february 25, 2008. He claimed the display issue started immediately after he had dropped the meter in the toilet about a week before 2008. He attempted to fix the display issue by using the hair dryer but the issue persisted. Because the display was not working, he stopped using the meter: normally the patient tests twice daily before breakfast and before dinner. The day after the display issue started, the patient developed blurred vision in the late morning, so he decided on his own to take an extra metaglip pill. The patient would typically take one metaglip pill daily, but because he felt that his symptoms were due to high blood glucose levels, he was taking an extra metaglip pill everyday until he received his replacement meter from lifescan. He claimed that his symptoms got better after he was able to test with his new replacement meter. He denied having to receive any other medical intervention as a result of the issue other than administering self-treatment. This complaint is being reported because the patient allegedly developed blurred vision after the display issue (segments issue) started. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.